Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to elevated pace impedance measurements and high threshold measurements of 6.5 volts at 1 millisecond. No patient symptoms or adverse patient effects were reported.